Event description:
It was reported the during g3 surgery, the surgeon confirmed that the step drill was contacting the nail when inserting the step drill. The surgeon removed the nail, he checked the target device and confirmed again that the step drill was contacting the nail when inserting a step drill. However, the surgeon inserted the nail again and pushed the step drill further and the procedure was completed. The lag screw was not contacting the nail.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.